Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off event during use.the infusion set had been used for an hour.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.